Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, an insulation breach was noted on the right ventricular lead. All measurements were within normal limits. A repair kit was used to repair the insulation. The patient was stable and discharged.